Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 4 locking screws, part incomplete and lot number unknown, part number incomplete reported only as 212.8xx. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had revision surgery with hardware removal of an elbow plate due to infection. The original surgery was performed (B)(6) 2014. The patient's surgery was successful and no delay was reported. This report is for 4 unknown locking screws. This is report 4 of 4 for (B)(4).